Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05dlq, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the screen on the patient programmer was blank. The patient changed the batteries with energizer alkaline batteries she had at home. They could not troubleshoot due to lack of access to the product. The patient did not have other batteries to try. She planned to get some new batteries and report back if the issue did not resolve. There was a return of symptoms. The patient was at the hospital. She had her colostomy bag removed and she could not stop going to the bathroom, she wanted to check her device. The patient was indicated for bowel dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the device was turned up to resolve the return of symptoms. A replacement battery was received to resolve the blank programmer screen and the patient went to see the doctor. The screen issue (which was first noticed on (B)(6) 2015) was reportedly resolved.